Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began feeling extremely weak, which occurred five days after the sensor had been inserted into the arm. It was later determined that the sensor had experienced a brief sensor issue, which affected automated insulin delivery (aid) from the patient¿s insulin pump. Her husband transported her to the emergency room, where they arrived at approximately 5:00 p.m. The same day. In the ER, the patient was treated with humalog insulin injections and IV fluids, and after several hours she was transferred to a regular hospital room for continued monitoring. The patient was discharged on (B)(6) 2026, at 4:00 p.m. She continued her recovery at home using lantus and humalog insulin. At the time of the report, the patient reported feeling much better. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.